Event description:
Customer stated she had a 'high' incidence of (B)(6) hcg results when using the pss consult hcg cassette. The customer stated that this 'high' incidence of (B)(6) was over time and they have no lot number info or pt info because they stopped buying the product. The customer said they had pts that were (B)(6) by home pregnancy tests, negative on our kit, and the blood work would be (B)(6). The customer is unwilling to provide specific info and does not wish to troubleshoot because they already switched to another MFR.

Manufacturer narrative:
No product lot number was provided by customer; insufficient info available to pursue further investigation. Root cause could not be determined from the info provided by the customer. Per package insert limitation: false negative results may occur when the levels of the hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hrs later and tested. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.